Event description:
Multiple perclose¿ prostyle¿ suture-mediated closure and repair systems were used to close the right femoral access site. After taking an angiogram, the right femoral artery was occluded by the perclose¿ closure devices. Balloon angioplasty was performed to reopen the vessel. Health care providers proceeded to close the left access site with a perclose¿ and 3 devices failed. Health care providers closed successfully on the left side with a mynxgrip® vascular closure device.